Event description:
Nurse reported customer being hospitalized due to low blood glucose levels. The wrong basal rate was put into the pump. Which resulted in the low blood glucose levels. Troubleshooting was performed and pump appeared to be functioning normally.